Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The doctor indicated that he implanted a 13.7 mm micl13.7, -12.5 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed. It was reported that the lens was exchange 3d and the problem was resolved.

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.7 mm micl13.7, -12.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to excessive vault and a significant reduction of irido-corneal angle. In a different surgery on (B)(6) 2018 the surgeon implanted a lens of shorter length and the problem was resolved and the patient is happy. The reporter said the cause of the event was "sizing recommendation were not accurate". Claim# (B)(4).

Manufacturer narrative:
Additional information was received. The reporter did not indicate significant reduction of irido-corneal angles and sizing recommendation were not accurate in initial report. Claim# (B)(4).